Event description:
Surgeon could not assemble the proximal tibial spacer to the tibial tray. Assembly was attempted three times with no success.

Manufacturer narrative:
Engineering evaluation of the returned proximal tibial spacers confirmed a dimensional mismatch that made them incompatible to mate as intended with the logic tibial tray.